Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "not happy with the results of uneven face, swelling and hardness, the left tear trough looked shiny and started to turn red, then all the other areas injected started to get rock hard and lumpy¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported they were injected in the ¿marionette area¿ with 2 syringes of juvéderm vollure¿ xc, and approximately 5 months later, they were injected ¿in the tear troughs, nasal labial folds,¿ with 2 syringes of juvéderm vollure¿ xc. Approximately 2 months later, patient reported they were ¿not happy with the results of uneven face, swelling and hardness, the left tear trough looked shiny and started to turn red, then all the other areas injected started to get rock hard and lumpy.¿ the patient then was treated with an antibiotic, medrol dose pack and hyaluronidase. The patient indicated that after taking the medrol dose pack the nodules got harder and bigger, and more hyaluronidase was injected. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00050 (allergan pr (B)(4)). This MDR is being submitted for the first injection with suspect product, juvéderm vollure¿ xc.